Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy, the knife blade began firing but stopped at the 40mm mark. The device would not fire again, and the reload indicator was flashing green. A single use handle was used to complete the case. The incomplete staple line was continuously fixed from the point where the previous fire stopped. It is unknown if reinforcement material was used. Operating time was not extended more than 30 minutes. The last known patient status is good. There was no unanticipated tissue resection or tissue damage. There was no bleeding. Nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4). Devices egia60amt and intb100 have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload and one battery pack . This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. The battery was inspected and no residue or substrate was found on the leads. No damage was noted to the battery. Visual examination of the reload noted that it was partially fired. The anvil clamping mechanism was deformed. During functional testing, the reload was loaded onto a pmv handle. The interlock was overridden and the reload was then applied to test media. All remaining staples were placed and test media was roughly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. No further functional testing was performed as the battery was used beyond the date range of its warranty. Replication of the condition may occur if the idrive powered handle stops firing before the lower clamp reaches the distal end, which is likely due to the firing force reaching the upper design limit of the reload. This may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. Replication of the anvil clamping mechanism deformation condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Also, the battery was concluded to have been used beyond the warranty range in conjunction with the maximum shelf life for battery storage. The capability of the devices can no longer be assured after this range. The file will be closed as a misuse of the. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).